Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on an unknown date, the tip of the reduction head-angled broke off. The soft tissue bone reduction forceps with ball tips and soft tissue attachment j-shape f/reduction forceps ball and plastic piece broke. The reduction tool/curved with quick coupling wouldn¿t attach to t handle quick coupling (qc); it seemed to be cross threaded. Two (2) 1.8mm coaxial drill guides cross threaded. Two (2) retractor for sciatic nerve were bent. And the tip of the reaming rod push rod broke off. All equipment was used during surgery and had malfunctioned. Surgery was delayed five to 10 (5-10) minutes. There was no patient harm. This report is for a soft tissue attchmt/j-shaped f/bone reduction forceps. This is report 4 of 5 for (B)(4).